Event description:
The customer stated that one patient sample generated a (B)(6) architect ausab ((B)(6)) result that was repeated negative on a non-abbott method. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report has been filed for an international product (7c18-26) that has a similar product ((B)(4)) distributed in the u.s. An investigation is in process, a final report will be submitted when the investigation is complete.